Event description:
It was reported that the end of hopkins rod touched the arm of a member of staff causing a small burn to arm. The issue was identified after medical procedure.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).